Event description:
It was reported that during implant the leads showed high impedances on all contacts. Troubleshooting was attempted, but the patient still reported poor stimulation. The patient could not feel stimulation at 8v and above and they felt pressure and pain. It was stated that the impedance issue was on all of the electrodes. It was reported that different leads wereused. There were no patient symptoms or injuries related to this event. The patient was alive with no adverse event or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 387360, lot# v834993, implanted: (B)(6) 2013, product type screening device; product ID 387360, lot# v834993, product type screening device; product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of both of the leads and both of the stylets found no anomalies. The returned leads were tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal ends were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.